Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm was reported. Proximal aorta was 22-30 mm in diameter and 10-13 mm in length, with mild calcification. Right iliac artery was 9-16-14-14-16 mm in diameter with severe calcification. The left iliac artery was 17-14-17-15-17 mm in diameter with moderate calcification. The right was 7 mm in diameter and the left femoral arteries was 10-9 mm in diameter. It was reported that the patient presented emergently with an unrelated issue. During the visit a CT confirmed an aneurysm. It was reported that the patient request emergent treatment. It was reported that the stent graft was implanted lower than intended, due to the tortuosity of the aortic neck, a proximal type I endoleak was noted. An endurant cuff successfully treated the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (short, angulated, and conical-shaped aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short, angulated, and conical-shaped aortic neck).